Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3 093-28, lot# v641092, implanted: (B)(6) 2011. Product type: lead. (B)(4).

Manufacturer narrative:
Submitting supplemental as new information suggests uti was related to the device or therapy, not a pre-existing condition worsening.

Event description:
Additional information received from a healthcare provider for a clinical study reported the event resolved without sequelae on (B)(6) 2013. The etiology was noted as undesirable change in stimulation.

Event description:
Additional information reported that the program settings on the implantable neurostimulator (ins) were changed and that the patient wanted to wait to see if this change would help with the urinary frequency issue. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient experienced a possible uti. Etiology was noted as pre-existing condition worsening or exacerbation. Urinalysis was checked by a healthcare provider under microscope, urine was clear, and no culture was done. Signs and symptoms included urinary frequency. The event was ongoing.